Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient underwent surgical intervention and had the scs system implantable pulse generator replaced and the pocket site relocated due to pain, discomfort at the original pocket site.